Manufacturer narrative:
The following patient identifiers are related: (B)(6) (laser, first incident), (B)(6) (laser, second incident), (B)(6) (fiber, first incident) and (B)(6) (fiber, second incident). It is currently unknown if the same laser was involved in both events. Although it is unknown what laser was involved in this event, an olympus field service engineer (fse) was dispatched to the customer site and evaluated a laser involved in a similar event and that laser passed testing. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
It was reported by the customer that, during the usage of the soltive premium superpulsed laser system during a percutaneous nephrolithotomy (pcnl) procedure, an unknown fiber caught fire. The device was reportedly in use with a storz brand scope. The customer also reported that, during a separate unknown case also involving a soltive premium superpulsed laser system, the tip of a fiber broke off. The piece of the fiber which had separated was on fire. There were no reports of patient or user harm associated with either event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d9 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation and the definitive root cause of an unknown fiber catching fire during console use could not be determined. Though the console was not returned to the olympus service team, a field service engineer (fse) was onsite and inspected machine. The fse checked output settings and electrical safety, all tests were in range and no errors were noted. Olympus will continue to monitor field performance for this device.